Manufacturer narrative:
(B)(4).

Event description:
Data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient contacted dexcom technical support after experiencing multiple severe hypoglycemic episodes over the past year, including several that resulted in comas and emergency hospital visits. The patient stayed less than 24 hours at the hospital. He reported that despite using the dexcom g7 system with an iphone, he did not receive alerts during these critical low-glucose events, particularly at night. This complaint was created to capture the coma episode. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.